Event description:
(B)(4). Major pains both vaginally and stomach. Excessive bleeding, at least 13-15 days out of a month. Migraines, weight gain, sharp pains in lower pelvic area, heart palpitations. Doctors did my hsg (B)(6) 2013. Told me my tubes were closed, I reported the bleeding and this has continued since even when having a bowel movement. I bleed vaginally also. I've had ultrasounds and been told my uterus and ovaries are normal and healthy. Dr cannot find a cause for the bleeding except to me it's the essure it's when it started. (B)(6) 2016 they put me on birth control pills to stop the bleeding this did not help.